Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation; one event was not duplicated during testing; however. The device was found to be outside specifications. The device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction event in which the device was smoking. There was no patient involvement; no patient impact.